Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, one of the seals of the component trocar got damaged, and a blue seal piece was found inside the body and was collected. It was unknown which trocar¿s seal it was it.